Manufacturer narrative:
Follow-up #2 date of submission 09/28/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data indicated no evidence of excessive battery usage. The battery cap secured properly to the pump, and a power loss was not observed. Evidence of moisture ingress was found in the battery compartment. A leak test was performed and passed. Current draws measured within specifications. The pump case was removed and no additional evidence of moisture ingress or loose components was found. Unrelated to the original complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2015. Correction to initial reporter name: (B)(6).

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.